Event description:
Posterior repair. Have been in pain since surgery. Includes vaginal, groin, leg, back, lower abdominal, urgency and rectal spasms. Mid urethral sling. Pain since surgery with increased urgency, lower abdominal pain, incontinence, groin pain, hip pain.